Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had an alarm- error code/message. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced air in line assy due to error. Lvp keypad recall completed. Replaced latch assy and both iui. Based on the findings, service determined that the proximate cause of the reported issue was due to cracked housing of the moog ail kit. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/11/2017 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an alarm- error code/message. There was no reported patient involvement.